Event description:
Complainant alleged that while attempting to defibrillate (B)(6) year old female pt, the device failed to discharge and prompted a "change batteries" message. During the second attempt, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device tpo continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.